Event description:
It was reported that when using the bd pyxis¿ es server, station was not populating on trigger fills for carousel, it would cross over to carousel, but it was in the list. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that device was not populating on the just in time (jit) trigger fills for carousel. The technical support specialist (tss) dialed into the care fusion coordination engine and verified that the station was not triggering, while other stations were flowing. The tss discovered another set of jit triggers under ambc logistics instead of ambc refills and informed the customer. The customer added the station to ambc logistics, after which the tss confirmed it was triggering and plx team verified the items were picked. The system functioned as intended after the technical support specialist troubleshot the device.